Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the plunger could not be replicated in a test environment due to the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information provided the reported failure to deploy the plunger appears to be related to the plunger not fully depressed flush with the handle body due to circumstance of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the right common femoral artery was attempted using a proglide device, via a pre-close technique, prior to a balloon angioplasty procedure. Reportedly, after pressing in the proglide plunger to deploy the needles, the plunger did not click into place and came back halfway. After another unsuccessful attempt to press the plunger in, the footplate was closed and the proglide was removed. A sheath was inserted to control bleeding. Afterward, during the interventional procedure with a 12f sheath, there was severe aortic spasm upon guide wire introduction and nitrates were administered. Cardiopulmonary resuscitation was performed. The patient died during the interventional procedure due to the severe aortic stenosis and severe aortic spasm. Reportedly, the proglide device did not cause or contribute to the aortic spasm or death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted using a proglide device, via a pre-close technique, prior to a balloon angioplasty procedure. After pressing in the proglide plunger to deploy the needles, the plunger did not click into place and came back halfway. After another unsuccessful attempt to press the plunger in, the footplate was closed and the proglide was removed. There was no excessive bleeding due to the proglide issue. Afterward, during the interventional procedure, there was severe aortic spasm upon guide wire introduction and nitrates were administered. The patient died during the interventional procedure due to the severe aortic stenosis and severe aortic spasm. Reportedly, the proglide device did not cause or contribute to the aortic spasm or death. No additional information was provided.